Event description:
It was reported by the healthcare professional (hcp) that the battery longevity of this pacemaker decreased from 9.5 years to 8 years remaining in a span of one month. Technical services (ts) assessed and indicated the increase in power consumption from 37 microwatts to 43 microwatts. Although this increase was not considered high but significantly impacts long-term projections. Additionally, a known right ventricular (rv) lead anomaly was identified, causing noise and storing non-sustained ventricular tachycardia (nsvt) events. This triggered a yellow alert for nsvt, resulting in eight additional transmissions during the month, which likely contributed to the increased average power consumption. Ts recommended disabling the nsvt yellow alert and advised waiting 30 days to allow power usage to stabilize. To date, this pacemaker remains in service. No adverse patient effects were reported.